Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her usual results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to specify the date the alleged inaccuracy issue first began but stated that it was approximately 2 weeks prior to contacting lfs. The claimed obtaining a blood glucose reading of ¿400 mg/dl¿ which she felt was high compared to her feelings and/or normal results. The patient manages her diabetes with a combination of oral medication (metformin, 500 mg twice daily) and insulin (type and dose not specified) and reported that in response to the alleged high blood glucose readings she had been obtaining with the subject device, her doctor increased the dose of her oral medication from 500 mg twice daily to 500 mg 4 times a day. The patient reported that at around 8 a.m., on the morning of (B)(6) 2020, she ¿felt week and the feeling of trembling¿ and that her ¿hands were a little shaky¿. The patient reported that she tested her blood glucose using the subject device, reportedly obtained a reading of ¿77 mg/dl¿ and self-treated by taking a glucose tablet. At the time of troubleshooting, the csr confirmed that unit of measure was set correctly on the subject device. The csr established that the meter calibration code had been incorrectly set to 26 and walked the patient through re-setting this to the correct calibration code 25. The csr walked the patient through a blood test, noted that a blood glucose result of ¿180 mg/dl¿ was obtained and that the patient felt that this was still high. The csr established that the patient did not have control solution available in order to walk through a control test. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue with the subject device began.